Manufacturer narrative:
Manufacturing review: - a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: - the sample was returned for evaluation. A portion of the distal tip appeared to be missing from the distal end of the balloon. The distal end of the balloon was examined under magnification. A portion of the distal tip appeared to be detached and was not returned for evaluation. The edges of the detachment were jagged. The length of the detached portion of the tip is unknown. Functional/performance evaluation: - the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and the guidewire was unable to advance past 15.9cm from the distal tip. The catheter was cut at this location and it was noted that dried blood was present in the guidewire lumen. The dried blood was removed and the guidewire was able to be fully advanced through the catheter without issue. Medical records review: - not provided, a review could not be performed. Image/photo review: - image review: based on the images provided, a detached foreign body is located in the pulmonary artery, the identity of the foreign body cannot be determined; although, the foreign body has the appearance of a marker band or the distal tip of a catheter. - photo review: three photos were returned and reviewed, based upon the photos provided, a tip detachment can be confirmed. Conclusion: - per the reported event details, the balloon was used during an angioplasty of the pulmonary artery. Per the instructions for use (IFU), the catheter is recommended for use in percutaneous transluminal angioplasty of the femoral, iliac, and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. It is unknown if the use of the catheter in the pulmonary artery contributed to the tip detachment. The root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. However, the root cause is likely not manufacturing related as the distal tips are inspected on an aql sample size and 100% inspected for defects during the gluing of the tips. Labeling review: - the current IFU (instructions for use) outlines the warnings and precautions for this product.

Manufacturer narrative:
The facility provided patient details, which were updated in the appropriate sections.

Event description:
It was reported that during an angioplasty of the pulmonary artery, upon successful angioplasty with the pta balloon a larger diameter pta balloon was advanced to the lesion site. Prior to inflation of the second pta balloon review of the angio images demonstrated the distal portion of the pulmonary artery lesion required angioplasty. Therefore, it was exchanged over the guide wire for the initial pta balloon. Upon removal of the larger diameter pta balloon the distal tip was discovered to be detached. Guided fluoroscopy demonstrated the detached tip in the distal branch of the pulmonary artery. No attempt was made to retrieve the detached distal tip. Angioplasty was completed the initial pta balloon successfully. There was no reported patient injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.